Event description:
It was reported on (B)(6) 2021, an amplatzer amulet was implanted. At 90 day follow-up a transesophageal echocardiogram (tee) was performed and noted a device related thrombus on the disc of the device. The patient was started on eliquis and will be brought back in 60 days for a repeat tee. The patient is reported to be in stable condition.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of thrombus was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.